Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number of the product used, testing using reserve product from the same lot and a manufacturing review could not be conducted. No further investigation is possible at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The patient began using the inratio2 monitor in approximately (B)(6) 2013 and began receiving test strips in (B)(6) 2013. On (B)(6) 2014, the patient began a new lot of inratio test strips and received inratio inr results of 1.7 and 1.9. On (B)(6) 2014, the patient received an inratio inr result of 1.9. The patient's warfarin dosage was increased as a result. On (B)(6) 2014, the patient felt very weak and ill and fell down during the night. The next day, on (B)(6) 2014, patient's wife and son found the patient. The patient was immediately taken to the hospital by ambulance. The patient presented with complaints of generalized weakness for the last several days and tarry stools over the last week, leading up to the fall. Laboratory work was performed at the hospital provided an inr of 3.4. The patient was found to have a gastrointestinal bleed, weakness secondary to gastrointestinal bleed, anemia secondary to gastrointestinal bleed, and coagulopathy secondary to coumadin. The patient was transfused with packed red blood cells and the inr was reversed with vitamin k and fresh frozen plasma. Following the hospitalization, the patient was taken off coumadin, and no longer used the inratio system. The therapeutic range of the patient was not provided. No additional information was provided.

Event description:
The patient began using the inratio2 monitor in approximately (B)(6) 2013 and began receiving test strips in (B)(6) 2013. Per records received from alere home monitoring (ahm), the patient's therapeutic range was 2.0 - 3.0. On (B)(6) 2014, the patient began a new lot of inratio test strips and received inratio inr results of 1.7 and 1.9. On (B)(6) 2014, the patient received an inratio inr result of 1.9. The patient's warfarin dosage was increased as a result. On (B)(6) 2014, the patient felt very weak and ill and fell down during the night. The next day, on (B)(6) 2014, patient's wife and son found the patient. The patient was immediately taken to the hospital by ambulance. The patient presented with complaints of generalized weakness for the last several days and tarry stools over the last week, leading up to the fall. Laboratory work was performed at the hospital provided an inr of 3.4. The patient was found to have a gastrointestinal bleed, weakness secondary to gastrointestinal bleed, anemia secondary to gastrointestinal bleed, and coagulopathy secondary to coumadin. The patient was transfused with packed red blood cells and the inr was reversed with vitamin k and fresh frozen plasma. Following the hospitalization, the patient was taken off coumadin, and no longer used the inratio system. No additional information was provided.

Manufacturer narrative:
(Describe event or problem) updated to include information regarding medical records received 09/15/2017.

Event description:
The patient began using the inratio2 monitor in approximately (B)(6) 2013 and began receiving test strips in (B)(6) 2013. On (B)(6) 2014, the patient began a new lot of inratio test strips and received inratio inr results of 1.7 and 1.9. On (B)(6) 2014, the patient received an inratio inr result of 1.9. The patient's warfarin dosage was increased as a result. On (B)(6) 2014, the patient felt very weak and ill and fell down during the night. The next day, on (B)(6) 2014, patient's wife and son found the patient. The patient was immediately taken to the hospital by ambulance. The patient presented with complaints of generalized weakness for the last several days and tarry stools over the last week, leading up to the fall. Laboratory work was performed at the hospital provided an inr of 3.4. The patient was found to have a gastrointestinal bleed, weakness secondary to gastrointestinal bleed, anemia secondary to gastrointestinal bleed, and coagulopathy secondary to coumadin. The patient was transfused with packed red blood cells and the inr was reversed with vitamin k and fresh frozen plasma. Following the hospitalization, the patient was taken off coumadin, and no longer used the inratio system. The therapeutic range of the patient was not provided. No additional information was provided. On 09/15/2017, extensive medical records were received regarding this event. The medical records describe the same event and no new complaint is alleged. There is no reported information that would alter the initial MDR reporting decision or MDR filed.

Manufacturer narrative:
On 10/13/2017, an executive summary and review of the patient's medical was received. The following sections have been updated to reflect the additional information: age at time of the event: updated to reflect age and date of birth. Describe event or problem and other relevant history updated to include additional information.

Event description:
The patient began using the inratio2 monitor in approximately (B)(6) 2013 and began receiving test strips in (B)(6) 2013. Per records received from alere home monitoring (ahm), the patient's therapeutic range was 2.0 - 3.0. On (B)(6) 2014, the patient began a new lot of inratio test strips and received inratio inr results of 1.7 and 1.9. On (B)(6) 2014, the patient received an inratio inr result of 1.9. The patient's warfarin dosage was increased as a result. On (B)(6) 2014, alere home monitoring records reflect a supratherapeutic inratio inr result of 3.1. On (B)(6) 2014, the patient was transported by paramedics to the (B)(6) hospital ed after falling at home. The fall was non-traumatic to the extent he had eased himself to the floor and did not strike his head. He was too weak to get up on his own. He had been having melanotic, dark and tarry stools for a week. He complained of shortness of breath for three days to the extent that it was exacerbated by talking. He was recovering from a cold two weeks previously. Bp was low at 86/60. Cardiac rhythm was atrial fibrillation, tachycardic with a rate of 92-110's. In comparison to a previous study of (B)(6) 2013, EKG showed t wave inversion in the inferior and lateral leads. Bnp was elevated at 185 and ck mb was elevated at 4.1. He was severely hypokalemic with a potassium level of 2.5/2.7, bun was elevated at 50/53, glucose was elevated at 175, troponin was elevated at 0.29, chloride was low at 94, and ionized calcium was low at 1.03/1.07, rbcs low at 2.4, and hemoglobin/hematocrit was low at 7.3/21.8. Platelets were 205. Inr was 3.4, pt was 33.6, and ptt was 40. Stool was black and guiac positive for blood. He was given k-citra to reduce coumadin toxicity and was also given vitamin k 5 mg. A protonix IV drip was started. Chest x-ray revealed coronary artery calcifications, mild cardiac enlargement and mild inferior bibasilar subsegmental atelectasis. He was admitted to the ICU with diagnoses of gi bleed, hypotension, anemia, atrial fibrillation, shortness of breath, and elevated troponin level. The patient was transfused with fresh frozen plasma and with packed red blood cells followed by lasix IV. He was given factor ix complex IV and a one time dose of mephyton orally. IV then oral potassium replacement was provided. Inr stabilized at 1.6/1.7. Outpatient treating cardiologist was consulted on (B)(6) 2014. He indicated the patient had noted "black stools over the last week or so." He had also developed dizziness, lightheadedness, weakness, and difficulty breathing. A longstanding history of cardiovascular disease including severe aortic valvular stenosis was noted. After doing a lot of research on his own, plaintiff reportedly had plans to travel to (B)(6) in (B)(6) 2014 for transcutaneous replacement of his aortic valve. The cardiologist's consultative report also notes progressive exertional dyspnea and fatigue with walking over the prior year. Under "current medications" he listed the dosage of warfarin as 1 mg daily. Heart tones revealed a harsh grade 3/6 sustained systolic ejection murmur, and a grade 1-2/6 apical holosystolic murmur. He said the cpk and bnp findings were not consistent with myocardial injury or heart failure, and that the chest x-ray did not show any evidence of heart failure. He had no specific cardiac recommendations. A gastroenterology consultation was obtained on (B)(6) 2014. The physician noted plaintiff was coumadin toxic on arrival in the ed. He is described as being compliant with his medication. He noted that the inr had recovered from more than 3.5 to 1.7. Diagnoses included severe anemia, weakness, history of fall probably related to anemia, gastrointestinal bleeding, and coagulopathy due to coumadin. He recommended continued use of protonix, withholding aspirin, and an edg to further evaluate the gi bleed. On (B)(6) 2014, the egd was performed no abnormal findings with the exception of gastritis and no signs of bleeding. Platelets had decreased to a low of 148 on (B)(6) 2014, then trended upward to normal levels. The gastroenterologist then proceeded with a colonoscopy which revealed internal hemorrhoids but no dysplasia and likewise no signs of bleeding. The patient maintained status quo from a cardiac standpoint. Serial ekgs showed atrial fibrillation with occasional premature ventricular or aberrantly conducted complexes, and an intermittent uncontrolled ventricular rate of 119. The (B)(6) 2014 EKG reading included a finding of a septal infarct of undetermined age, and st/t wave abnormalities with a consideration of lateral ischemia. Pt/ot were consulted. The patient remained clinically stable. He was discharged to home on (B)(6) 2014, to continue pt/ot in the home setting. Discharge medications included vitron-c, aspirin, lipitor, colace, avodart, metoprolol, protonix, and anusol rectal cream. He was to follow up with gastroenterology and cardiology. Following the hospitalization, the patient was taken off coumadin, and no longer used the inratio system. On (B)(6) 2014, plaintiff was readmitted to (B)(6) hospital thru the ER for IV diuretic therapy for congestive heart failure decompensation/congestive heart failure secondary to critical aortic stenosis. Diagnoses also included anemia, which was attributed to his recent gi bleed. He complained of being short of breath with minimal exertion and decreased exercise tolerance due to leg fatigue and heaviness. He was described as appearing chronically ill. There was 2-3+ pitting edema of the lower extremities. Lasix was not listed among his home medications. Bnp was 332, hemoglobin was 11.1, pt/inr/ptt were 16.1/1.3/34. Chest x-ray revealed a small right pleural effusion with increasing right basilar atelectasis and the heart remained enlarged. His cardiologist noted dyspnea and fatigue on exertion had most likely progressed because of continued gi blood loss and anemia. He also said that plans for aortic valve replacement had slowed as plaintiff had severe gi blood loss and was not a candidate for transcatheter aortic valve replacement. Serial ekgs continued to show atrial fibrillation with a consideration of lateral and/or inferolateral ischemia, t wave inversion in the inferior and lateral leads, and a left bundle branch block. An echocardiogram revealed a normal ejection fraction of 65% and severe aortic stenosis, along with moderate mitral and mild tricuspid regurgitation. A valvuloplasty was performed. Discharge medications on (B)(6) 2014 included vitron-c, aspirin, lipitor, avodart, lasix 40 mg twice daily, metoprolol, protonix, potassium 20 meq daily, spironolactone 25 mg daily, and anusol cream. He was to follow up with cardiology.